Event description:
The manufacturer representative reported that the setscrew didn't advance in the implantable neurostimulator (ins) during implant on (B)(6) 2016. The setscrew was backed out and retightened. The setscrew torqued and appeared to be tightening, but when they tugged on the lead, it backed out. They tried 4 attempts and it finally worked on the fourth time. The impedances were good and all were normal. No medical symptoms were reported. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.